Manufacturer narrative:
Concomitant products: 694865 lead mdt-lead.

Event description:
It was reported that approximately three months post implant, the patient developed a pocket infection with fistula. The device pocket was swollen and red with a small hole with pus. The implantable cardioverter defibrillator (ICD) and absorbable envelope were explanted. The patient received oral antibiotics and the ICD was replaced a week later. It was noted that approximately four weeks after the ICD was explanted the patient had an infection in the empty former pocket site. The patient is enrolled in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.